Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At 9:40 a.m the patient had a blood glucose result of 32.7 mmol/l on her blood glucose meter. At 10:45 a.m a result of 27.8 mmol/l and at 11:30 a.m a result of 28.5 mmol/l the patient experienced elevated blood glucose symptoms. The patient attempted to self-treat with correction boluses, but her blood glucose remained elevated. At 11:30 am the patient went to the hospital. At the hospital, the patient was treated with insulin via perfusor. The blood glucose results obtained at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.